Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The event of unable to find ipg was reported to abbott. The patient's ipg was unable to communicate with external devices. The patient had an unrelated surgery and the ipg became inoperable. The patient's ipg was explanted and replaced. Therapy has been restored with post-op programming. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information such as weight. Further information was requested but not received.

Event description:
It was reported the patient's ipg is unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. As a result, surgical intervention may be undertaken to address the issue.